Manufacturer narrative:
The impella lp 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male had impella lp 2.5 pump inserted in the left femoral at the time of rotablator from left main trunk (lmt) to left anterior descending (lad). Patient had low heart function after cardia arrest and suspected ischemic heart disease. The patient had lower limb ischemia, the pump was removed, and surgical suture was applied. The color of the patient's feet improved after pump removal.